Manufacturer narrative:
The returned device was found to function as intended with no evidence of any issues that would result in device leaking fluid. Inspection of the device found the exposed portion of the soft cannula to be stretched. The data downloaded from the device showed no abnormalities. The length of soft cannula was measured to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched. It could not be determined when this damage occurred.

Event description:
It was reported the patient¿s blood glucose reached 330 mg/dl after wearing the pod between 49 and 71 hours on the leg. It was also noticed that there was insulin leaking at the site.